Event description:
Procedure type: demostration. According to the rptr: during a demonstration, while inserting the trocar into cannula, the seal broke. No pt involvement. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 04/13/2009.